Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the connector nut of the white power lead was confirmed via a customer submitted image. The system controller (B)(6) was not returned for analysis. Multiple good faith efforts were sent to request the return of the system controller. Additional provided information communicated on 15apr2021 stated that the system controller has not been exchanged and it is not known when the exchange will take place. The root cause of the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the system controller (B)(6) was found to pass all manufacturing and qa specifications. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The investigation results will be submitted on final report.

Event description:
It was reported that on a (B)(6) 2021 visit, the vad coordinator noticed a broken connector nut of the white power cable on hm2 system controller. The primary system controller was replaced with back-up system controller and would remain as back-up controller until there was a replacement with new hm2 system controller.